Manufacturer narrative:
(B)(4).

Event description:
Clinical trial patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised a clinical representative to reset the device on (B)(6) 2014 when patient returned to clinic. Clinical trial patient did not report any injury or medical intervention at the time of contact with dexcom technical support.